Event description:
It was reported that restenosis occurred. On (B)(6) 2023, the 75% stenosed target lesion was located in the mildly calcified posterior descending artery (pda) of the right coronary artery (rca). The target lesion was treated with a 2.25 mm x 30.00 mm agent drug-coated balloon (dcb). On (B)(6) 2024, the patient remained asymptomatic following percutaneous coronary intervention (pci). However, a follow-up coronary angiography (cag) was performed, which revealed severe stenosis of 90% in the proximal to mid rca, involving both target and non-target lesions. A non-boston scientific dcb was used to treat the restenosis.